Event description:
It was reported that during a total knee arthroplasty (tka) tibia first surgical procedure, during the femoral posterior cut with the robotic-assisted satellite station device, tracker movement was confirmed by logs with an impact on anterior/posterior chamfer cuts resulting in four to six mm overcut. It was reported that the overcut was detected at trailing after all the cuts were completed and the femoral resections were checked with pointer array. It was reported that cement was added to correct the overcut. It was noted that the robot was not mounted to the bed. The device was used with the robotic assisted base station device. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: review of the system log files was performed. The investigation found that the complaint of inaccurate cuts could be confirmed since the pointer tool was used to verify resection planes. The investigation found that there was considerable array movement during leg alignment step and posterior cut step. Also verify check point was able to pass before femur cuts began, but after all the femur cuts completed, verify checkpoint was deviating from required threshold value and thus array movement could be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. The investigation found that during most of the femur cuts and tibia cuts , the leg was sub optimally placed with a flexion of ~118 degrees of flexion. The leg was likely not appropriately positioned relative to the robotic-assisted device. ¿ position the leg at the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. ¿ place the knee in a stable position, flexed between 90 degrees and 110 degrees. ¿ ensure the leg and the holding arm are both vertically aligned. ¿ ensure the planned implant axis (and not the bone axis) is aligned with the device axis. The investigation found that during most of the femur cuts and tibia cuts, there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane and system has detected excessive leg " message displayed during all the cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. There were no defects found with the system and software. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Root cause: the investigation found that the most probable root cause of the reported issue is the combination of potential array movement, sub-optimal leg positioning, and leg/robot movement. These issues can be linked to improper handling by the user. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.